Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The reporter (patient¿s spouse) was unable to recall the exact date of the event. She stated that the patient experienced episodes of sweating while the dexcom receiver consistently displayed elevated egv readings (specific values not provided). Concerned, they sought medical assistance at the emergency room (ER). Upon arrival at the ER, the patient¿s bg was measured as low (specific value not provided), while the dexcom receiver continued to indicate high egv readings (specific value not provided). The patient was treated with intravenous fluids and monitored for several hours. After resting, the patient reported feeling well and was discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.